Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the 30-degree plus endoscope orientation appeared upside down. The technical service engineer (tse) requested the customer align the hash mark to the desired 30-degree up or down orientation, clutch the camera universal surgical manipulator (usm) arm to clear the stored orientation memory, and then reinstall the endoscope onto the usm arm. The customer completed the steps, and the orientation was displayed correctly. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer aligned the camera orientation and cleared the camera arm memory and then re-installed the camera. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.